Event description:
It was reported that during a whipple procedure, the staples did not form. Used sutures to close the staple line. There was no patient consequence.

Manufacturer narrative:
Add'l batch # c5gc8w. Complaint information is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.